Event description:
About one-quarter of it broke inside my body... Stuck- vagina [foreign body in reproductive tract]. When I was removing the product... About one-quarter of it broke inside my body [complication of device removal]. There was breakage on the surface, and it broke in my body- tampon [device breakage]. Case narrative: consumer reported via phone that the tampon broke inside her body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation